Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
The correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), concomitant product evaluation, visual analysis and retains analysis. Trending analysis by lot number was not reviewed since user error was determined to be the cause. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad was not evaluated since there is clean and sufficient information to determine user error. Upon further follow-up, it was determined the assignable cause was due to user error. The customer confirmed there was reduced media and/or leakage observed immediately after processing and this partially dried vial is indicative of a burst ampoule during processing. User error is found related to the incubation of a bi with reduced media from a broken ampoule with pre-existing damage of unknown origin. Per the instructions for use (IFU), if a broken ampoule is found after processing, it states to process a subsequent load with another cyclesure ® 24. A customer letter was sent addressing the issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
Two bis were received. One positive control with red ci disc, cap pressed down, yellow media in a crushed vial. One processed suspect positive bi was received inside of a plastic bag, some fluid has leaked out of the bi. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. The tyvek liner was wet. No purple color was seen on the tyvek liner.